Event description:
Additional information received reported that the patient had not been seen under the care of the healthcare professional (hcp) since 2006. It was further reported that an individual from the office of a different healthcare professional (hcp) pulled the patient's chart and there was no record that the patient had an infection while under their care.

Event description:
It was reported that the patient caught an infection in 2007 when he was implanted. The patient did not think it was the implant that caused the infection. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: 2007-(B)(6), product type lead, product ID 3776-60, serial# (B)(4), implanted: 2007-(B)(6), product type lead, product ID 3487a-33, lot# j0120880v, implanted: 2001-(B)(6), product type lead, product ID 3487a-33, lot# j0118447v, implanted: 2001-(B)(6), product type lead, product ID 7495lz51, serial# (B)(4), implanted: 2001-(B)(6), product type extension, product ID 7495lz51, serial# (B)(4), implanted: 2001-(B)(6), product type extension. (B)(4).